Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the power outage. The technical service engineer verified the issue and found power outages affecting the entire hospital and no other findings were available. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a power failure. The customer reported that unable to dispense medication and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.